Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the mid lad and distal lad during the index procedure. Two competitor stents were implanted in the 1st obtuse marginal during a revascularization procedure approximately (B)(6) post the index procedure. It was reported that approximately (B)(6) post the index procedure the patient suffered an mi and intracranial bleeding. It was reported that approximately (B)(6) post the mi the patient died due to irreversible brain damage, due to cerebral trauma and intracranial bleeding. Investigator reported that the death was not related to the study stent.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).